Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the clinical observation of no telemetry.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not complete a remote interrogation. The field representative went to the patient's home to troubleshoot and could not interrogate the device. The device was checked at the physician's office and could still not be interrogated. The device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.